Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to high pacing threshold values above 3000 ohms. A lead conductor fracture is suspected. The lead was removed prior to pocket closure and a new lead was used to complete the procedure. No adverse patient effects were reported.